Event description:
During verification testing at the service center, the device intermittently did not sound an audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible tone. This was due to a broken wire. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.